Manufacturer narrative:
The product involved in the report has not been returned for evaluation a review of the device history record is in-progress. All information reasonably known as of 16 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the ventilator alarmed for a detected cuff leak (up to 100%) and the patient desaturated. An attempt to reinflate the cuff was made but the cuff deflated immediately. The physician was contacted and the patient was administered a muscle relaxant, and reintubation was performed. It was additionally reported that the first tube was found to have been misplaced which led to the patient's aspiration of gastric contents. The second tube was inserted using a c-mac and a chest x-ray was ordered. The patient reportedly stabilized after the incident. The tracheal tube was inspected after the incident and the review found that the line to the cuff pressure indicator was detached from the tube's connection point.